Manufacturer narrative:
This report is based solely on the information provided by the tidi territory manager who filed a formal complaint on behalf of the customer (B)(6). The customer does not point to the alarm error or malfunction as reason for patient fall. The customer says the patient would have fallen, independent of alarm used. The patient had dementia. The customer did not share the extent of the patient injury. The delay switch was accidentally set by someone at the hospital. There are no specific samples to be sent as replacement since all the sitter on cue alarms have the delay switch. The territory manager conducted a virtual meeting with clinical nurse leads a day after the incident occurred in an effort to resolve the complaint issue by reminding the customer to make sure that all the delay switches are at zero or up position. The path to resolve is to provide the customer with sitter on cue pro alarms which do not have a delay switch. For this reason, the territory manager has provided a sample to the customer to examine if the sitter on cue pro alarm is suitable for their facility. A review of the complaint database did not reveal any similar events against this device in the past 2 years. Therefore, this complaint was an isolated event. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states, test fall monitor functionality every time before each use and when leaving the patient unattended. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacture reference file # (B)(6). H3 other text: product not returned.

Event description:
Customer states that they do not like the delay switch. They want an 8645 without the delay switch. The customer also states that a patient injury took place as the result of the delay switch. No specifics on the injury or the incident was provided. Product will not be returned according to becky mullins.